Manufacturer narrative:
Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.

Event description:
It was reported to philips by a customer that the unit was getting an error speaker error; speaker 1 and 2 seem to be working. The customer requested tech support. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed found 1102 error in the significant event log and was able to can hear both speakers. The rse advised biomed to measure both speakers at the connector and not at the speaker. The biomed emailed back ohm the speakers and stated they were in spec. The rse advised biomed suspect the cpu pcb and provided the part ID. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
Multiple attempts to retrieve device repair or diagnostic information has yielded no response from the customer. It is unknown if any part was replaced or if repair has been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.